Event description:
It was reported the cot dropped with a patient onboard due to a damaged trolley assembly. It was later reported, the cot would not raise or lower. No adverse consequences were reported to the stryker representatives.

Manufacturer narrative:
Our service technician has examined the cots and found that the preventive maintenance conducted by a non-stryker company was negligent. The damage to the trolley was likely caused by this negligence. The service technician could not duplicate the alleged lack of raising and lowering ability.